Event description:
This pt had a left total knee in 1997 and has had pain for the past two years in this knee. Pt recently began having "popping and catching" in this knee as well as has progressed to the point of requiring intervention. Pt presented to this facility for a revision of the left total knee. Intraoperatively, foreign body reaction was noted. All components were removed and replaced.